Event description:
It was reported that syringe 10ml ll bns tip was deformed. The following information was provided by the initial reporter: it was reported the tip of the syringe has some plastic deformation / fm- burnt plastic.

Manufacturer narrative:
Correction: this complaint will be cancelled. This is a duplicate complaint of MFR report # 1213809-2021-00645 that has already been reported for malfunction.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 10ml ll bns tip was deformed. The following information was provided by the initial reporter: it was reported the tip of the syringe has some plastic deformation / fm- burnt plastic.